Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover is detached, and the distal end has a chip. There were no reports of patient involvement.